Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is leaking internally. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (investigation conclusions), h10, h11. Corrected field: e3. The non-conformances with the returned components were confirmed for damaged case. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were not confirmed for helium reservoir assembly. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that the prior to use on patient cardiosave intra-aortic balloon pump (iabp) unit is leaking internally. There was no patient involvement reported.

Manufacturer narrative:
Additional information received on 07/11/2023. Updated fields: b4, d9, g3, g6, h2, h3, h4 ,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: b5 investigation finalize on: 03/12/2024. A getinge field service engineer (fse) was able to reproduce the customer's complaint, verified helium leak and found that case was also damaged. Fse replaced helium reservoir assembly, corrected the leak and console cover. As part of pm also replaced o-ring buna-n 1, nvram ic chip, screw kit, and primary 9v battery alkaline. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. No patient involvement was there. The failure analysis and testing (fat) dept. Received parts associated with this complaint with a reported unit failure of having a damaged case and a helium leak. Fat performed a visual inspection and found physical damage on the case. Helium reservoir assembly appeared to be in good condition. The fat installed helium reservoir assembly into cardiosave test fixture and tested the part to factory specifications and performed an all manifold test and all tests passed successfully. The fat could not replicate the reported failure of the leaking helium reservoir assembly. Parts are being retained in the failure analysis and testing department per procedure.